Manufacturer narrative:
(B)(4). Concomitant medical products: 157448- m2a-magnum mod- 275260, us157854- m2a-magnum cup- 329000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -5131, 0001825034 -2019 -05133. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient underwent an acetabular revision due to unknown reasons a couple months¿ post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.